Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous fistula. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.